Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the cooler heater generated a continuous "no flow" alarm on the cool side. The device was used for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.